Manufacturer narrative:
(B)(6). A customer from (B)(6) questioned several positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) questioned several positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. This case will cover three of the alleged samples, accordingly, 3 mdrs will be filed per FDA guidance. The alleged samples all initially generated positive sars-cov-2 results. According to the customer, retesting was done on another instrument which yielded negative results for all samples. The positive results were not released to the patient or physician. Only the negatives were released. An investigation has been initiated and is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the investigation conclusion for 2243471-2021-02348. A customer from spain questioned several positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was completed to evaluate the customer issue which did not identify a product problem. Based on the generated CT values, sample (run#88) appears to be near the limit of detection (lod) of the assay which explains the negative result during repeat. Please note that very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. With regards to the two other samples 1 & 3, they appear to be above the lod. As negative results were generated upon repeat, an investigation was performed to rule out contribution. The customer¿s allegation is substantiated. A reagent investigation was also completed. The complaint allegation was not observed during the review of qc release data as well as stability data. No related internal non-conformances were identified. No recent change record related to the customer¿s allegation was identified. Therefore, there is no indication of a product problem. (B)(4).